Event description:
The physician was attempting to implant a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent in a patient located in the cx with 90% stenosis. It was reported that the lesion was pre-dilated with a balloon, and while the physician was attempting to implant the stent, it was reported that the stent slipped off the balloon. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was displaced distally on the balloon. Crimp impressions were evident on the exposed section of the balloon. A number of struts on the 7th, 8th, 9th and 12th proximal stent segments were slightly raised and deformed.

Manufacturer narrative:
Evaluation results and conclusion: (stent deformation). Device (patient lesion morphology; 90% stenosis). (B)(4).